Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. Reason for device explant and/or reoperation: gel bleed a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On (B)(6) 2019, during evaluation of the sample it was discovered parallel lines of shell wear at the anterior aspect and an area of siltex cracking at the posterior aspect, suggesting in-vivo folding or creasing of the device. And it was noticed gel bleed through the cracks. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 375cc on the left breast implant and with mentor memorygel breast implant 400cc on the right breast implant and experienced left rupture and gel bleed on the right side. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 400cc on (B)(6) 2017. This medwatch is for the right breast implant.

Manufacturer narrative:
On(B)(6) 2020, during visual evaluation of the device, parallel lines of shell wear were observed on the anterior aspect. Additionally, siltex cracking was observed on the posterior aspect. And it was noticed gel bleed through the cracks. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of lot 5772028 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Gel bleed complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/11/2019, method, conclusion ad results codes became available. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).